Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2025-00693 under a different suspect device. Section a1 patient identifier complete information: (B)(6). The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Review of all the information provided by the customer was reviewed. A search for similar complaints identified an increase in complaint activity for lot 66709un25, however, no increase in complaint activity was identified for list number 2k41.the device history review did not identify any potential non-conformances, deviations, or non-conformances. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 66709un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 66709un25. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 66709un25 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated architect stat troponin-I result generated on the architect i1000sr processing module for two patient samples. The following results were provided: (customer provided reference range: <=0.03 ng/ml, critical range: >=0.30 ng/ml. (B)(6) 2025 sid (B)(6) 29-year-old female patient: initial result = 0.82 ng/ml, new sample result = <0.01 ng/ml. Original specimen repeated on their other analyzer, and it resulted = <0.01 ng/ml. (B)(6) 2025 sid (B)(6) 33-year-old male patient initial result = 0.38 ng/ml, result 2 hours later = <0.01 ng/ml. No impact to patient management was reported.